Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. Corrected data:. B1, b5, h1. .. Additional information received: ¿the surgeon said one vessel had bleeding, so they had to use compression and fibrillar to control the bleeding. They couldn¿t open the jaws after third firing. They tried reverse and then battery then it eventually opened. It is unknown how much blood was lost. There was no patient consequence. Is this the entire event information for (B)(4)? Yes the information in this paragraph is for (B)(4). I want to make a correction to (B)(4) ¿ the surgeon did not cut away the stapler (this was another pc at (B)(6) hospital). Apologies I got these two pcs mixed up when asked for further information. To be clear : (B)(4) - the surgeon said one vessel had bleeding, so they had to use compression and fibrillar to control the bleeding. They couldn¿t open the jaws after third firing. They tried reverse and then battery then it eventually opened. It is unknown how much blood was lost. There was no patient consequence. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. B3: only event year known: 2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a donor nephrectomy procedure, the device did not lock-out before the firing sequence, but after the firing sequence had taken place; therefore, staples had already been deployed. After the firing sequence the surgeon was unable to get the jaws off the vessel, they tried knife reverse, battery, and also manual override but in the end had to put a hemolock on the vessel and cut it away. They were unsure if they tried to open it normally (squeeze closing handle and push anvil release) after using manual override. The surgeon said there was only one staple line present on the vessel when they removed the stapler. There was a bit of artery in the jaws of the device when it was removed but they are unsure if the second row of staples was present in this. During this same procedure, the surgeon also experienced bleeding from the lumbar vein ¿ once the gas was down it was oozing; therefore, they put a hemolock and used ethizia to control the bleeding. There was no patient consequence reported. No additional information provided.